Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited a gap in the adhesive area between the server plug-in and the distal end; the adhesive around the objective lens has a crack; the adhesive around the light guide lens has a crack; and, the distal end has residual liquid. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the most probable cause of the gap and cracks in adhesive failures are cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the distal end has residual liquid is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.